Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during use.

Event description:
On 4/11/2022, it was reported by a distributor via email that an ar-8690ds pr mini scorpion, dx and micro suturelasso implant system had a couple of issue. The micro suturelasso cannulation would not allow the nitinol wire to be passed and the dx mini scorpion needle broke during use, all broken fragments were retrieved. Surgeon opened another ar-8690ds kit, and the micro suturelasso also did not allow the nitinol wire to pass through. This was discovered during a CPR, complete planter plate repair, procedure on (B)(6) 2022. Case was completed successfully and no further has been reported.